Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed impaired wound healing at cls implant site. Multiple wound checks and wound dressings were performed but unsuccessful. The evoke scs system was explanted.

Manufacturer narrative:
Additional information: section d: expiration date, unique identifier. Section g: date received by manufacturer, type of report, follow up#. Section h: if follow-up, what type? Device manufacture date, evaluation codes. The evoke scs system was discarded. The root cause of the reported event could not be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the product met all requirements for release.